Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room with shortness of breath and lightheadedness. The patient had exhibited tachycardia, but the ICD did not provide shock therapy due to device programming. The patient was hospitalized and a cardioversion was performed. This ICD remains in service. No adverse patient effects were reported.